Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to high pacing threshold. Also, this lead was disposed of during the procedure.